Event description:
Glucose monitor set up; passed calibration. Attached to pt. Took sample from pt one time, then monitor would not take any more samples - read "sensor stabilizing". Monitor would not work rest of case and was turned off. This same problem, occurred with two monitors in may, which were returned to the co, and two monitors since may. The sensors fail calibration or the sensor takes one sample and states the sensor is stabilizing.